Event description:
The customer reported that during a davinci robot case the surgeon used the davinci bipolar forceps to grasp tissue. The davinci surgeon console pedal was not depressed; however, there was energy to the forceps. The autobipolar mode was not activated. The patient's tissue was burned. The surgeon repaired the burn with sutures. There was no delay in the procedure and the patient hospitalization was not extended.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.